Manufacturer narrative:
Implant and explant dates. Implant date: not applicable. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the account that the intraocular lens zcb00 was not implanted because it was believed the cartridge 1mtec30 was faulty. Reportedly, there was no patient contact. No further information was provided. However by visual inspection of the returned device, the event reasonably suggests that the cartridge has cracked.

Manufacturer narrative:
The cartridge was returned to the manufacturer for evaluation. Viscoelastic residues were detected inside the cartridge tube, indicating the device was handled and prepared for surgical use. Visual inspection at 10x microscope magnification was performed. Stress marks in both sides of the cartridge tube and tip was observed which are typically caused and/or may well appear by the passing of the iol through the cartridge. The push rod tip deformed the cartridge tube at one side but no crack was detected. ¿cartridge cracked¿ was not verified in the returned sample. Since the lot number of the cartridge was not known, no manufacturing record review or complaint review was performed. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product.